Event description:
It was reported that the device was found to be in noise reversion mode following emi episodes. No egm was stored for the episode. The patient had been unwell for some time and not able to tolerate a procedure. The device was eventually explanted at a later date. No further information is available.

Manufacturer narrative:
The reported noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and no anomaly was found. The cause of the reported noise could not be determined.